Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 500mg/dl at the time of the incident. She finally took a shot of 35u and she is down to 300mg/dl. She had changed set as well and was trying to bolus. The customer reported her pump was giving her no delivery. The patient dropped pump and after she dropped it, she had to take a bolus and she took it out of fell. The drive support cap was recessed. The self-test passed. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.